Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was able to be confirmed. The reported material rupture was unable to be confirmed; however, a leak was identified at a crack in the hub. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no report of a leak during preparation, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the inflation device was over torqued during connection to the hub resulting in the noted cracked hub; thus resulting in the reported inflation issue/material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 85% stenosed and de novo lesion in the proximal right coronary artery. A 2.5 x 20 mm trek rx balloon dilatation catheter (bdc) was not holding pressure and it did not inflate. The indeflator was replaced, but the issue persisted. The bdc was removed and the procedure was successfully completed with an unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.